Manufacturer narrative:
(B)(4)

Event description:
Diabetes training manager contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the display device that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) date of event - correction, date of this report - correction, describe event or problem - correction, date received by manufacturer - correction to initial MDR, date should be 07/18/2016, if follow-up, what type?: correction.

Event description:
Diabetes training manager contacted dexcom on (B)(6) 2016 to report gaps in data that occurred on (B)(6) 2016.